Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and weight increased ("weight gain"). On an unknown date, the patient experienced arthralgia ("hip pain"). The patient was treated with surgery (on (B)(6) 2016, underwent a pelvic surgery and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and arthralgia had resolved and the dyspareunia, migraine and weight increased outcome was unknown. The reporter considered arthralgia, dyspareunia, migraine, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics added. Essure indication updated and stop date added. New event sever hip pain was added. It was reported that pain went away soon after surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered dyspareunia, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.